Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the user was unable to log in for medication or cycle count. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 17823981 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 17823981 was performed from the date of manufacture, 05-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist attempted to contact the customer but was unable to reach them and could not confirm whether the issue was resolved as there was no response from the customer.